Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the abnormal color was due to a component failure of the charged coupled device unit. The charged coupled device unit failure is an electrical and an imaging device problem, but the cause of the charged coupled device unit failure could not be determined. The most likely cause is that the scope was hit the ground as just the customer reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced an abnormal color on the image during inspection for use. There were no reports of patient involvement.